Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. The drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The displacement test and manual prime were successful. The customer was advised to monitor the insulin pump. Troubleshooting for no delivery and high blood glucose level was declined. The insulin pump will not be returned for analysis.